Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. The device was evaluated in the field and the issue of sharp edges was confirmed; there was a damaged/broken component. The device was repaired and returned. There were no defects found that would cause the device to collapse. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event(s), where it was reported the device collapsed and had accessible sharp metal edges. There was patient involvement, however there were no consequences or impacts to the patient.